Manufacturer narrative:
Not returned. The patient's boston scientific crm field representative reported that neither he nor any of his colleagues were contacted to provide a device interrogation or data download, and that he had no additional info available regarding the device's status or its performance at the time of the pt's death. The stored data from the last device check, which occurred approximately one week before the pt's death, showed no anomalies: device and lead measurements were stable and normal, there were no device alerts, there was one pacemaker mediated tachycardia epsisode six months previously and no other arrhythmia episodes, the pt was being 100% paced in the right and left ventricles, and the device was programmed to provide ventricular and atrial tachycardia therapies. This event will be reopened and updated if additional info is rec'd or if the device is returned for analysis.

Event description:
Boston scientific crm rec'd info that this cardiac resynchronization therapy-defibrillator (crt-d) was associated with an allegation from the deceased patient's spouse to latitude pt services (lps) that the device "was not doing anything when she died." The allegation was made one week after the spouse previously spoke with lps and a boston scientific crm technical services consultant (ts), and had indicated that his wife stopped breathing while sleeping and could not be revived by paramedics, that she was using several medications following a back surgery, and that the device was working normally when last checked. The spouse subsequently asked why the device did not deliver tachycardia therapy at the time of death, and if it would have provided pacing therapy if her heart had stopped. Technical services described device programming and function, and recommended he contact his wife's physician regarding the cause of death.